Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/23/2015 with the following findings: the pump display screen was observed to be discolored with a pinkish contrast. (B)(6)

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was discolored. This report is made based on the results of evaluation completed on 11/23/2015.